Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and seizure. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing an issue with the pod after approximately 1-4 hours of wear on the arm, which was associated with low blood glucose levels and subsequently resulted in a seizure/convulsion. Blood glucose levels were reported to be approximately 25 mg/dl. The patient stated that the issue involved insulin not being delivered and further reported that the pod was leaking. However, the patient did not explain how a failure to deliver insulin would have resulted in hypoglycemia. No additional details were provided regarding the event, and multiple good-faith attempts to obtain further information were unsuccessful.